Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she put two new batteries in the insulin pump they lasted 24 hours. The customer states that she put in a new battery in the insulin pump and it only lasted an hour. The customer put in another battery it lasted about 5 hours and now customer is on her 5th battery troubleshooting was performed. The customer did not receive a low battery alert prior to the replace battery now alarm.the insulin pump will return. The customer's blood sugar is 185 mg/dl.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received with normal operating currents. No unexpected replace battery now alarm noted. However, pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked retainer and minor scratched lcd window.